Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant, (tsvwb13), was returned for investigation. Visual/physical evaluation of the as returned product identified no signs of malfunction. Device was determined to be within specs. DHR review was completed for the subject lot number 64048947. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 64048947 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment/surgical planning. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient didn't inform the doctor about receiving some medication and after implantation this medicine caused inflammation and pain and implants had to be removed. Reimplantation will be performed after patient stabilization.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided d4: additional device information unknown / not provided d9: device availability unknown / not provided d10. Concomitant medical products tsvwb13, impl tapered scr-v sbm 4. 7mm 4.5mm 13mm lot 1218636 x 3 g4: premarket identification k011028/k013227 h4: device manufacturer date unknown / not provided.